Event description:
Patient passed out and was treated by paramedics with IV glucose. Patient's blood glucose level initially registered as "low" on paramedics' glucose meter. A blood glucose of 116 mg/dl was obtained 30 minutes post-treatment. Patient refused to go to hospital.